Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was leaking. The following was translated from chinese to english: at around 8:30 a.m. On (B)(6) 2023, the nurse followed the doctor's instructions and gave the patient an infusion. When she opened the intravenous indwelling needle to flush the tube, she found leakage from the tip of the needle, and then replaced the indwelling needle.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 3136546. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.